Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burning smell coming from the heating pan led to the refrigerator being disconnected, and the issue was not resolved. A field service engineer (fse) inspected the unit and found oil mixed with the water vapor coming out of the drain tube into the condensate pan at the back. The fse assumed that the oil was likely leaking from the compressor inside, which is a serious issue. After a general inspection of the unit, oil was noticed in the contents and pan, leading to the decision to pull the unit from the floor temporarily. The fse will reach out to a third-party refrigeration specialist for refrigerant leak repair.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, a burning smell was coming from the heating pan, leading to the refrigerator being disconnected. However, there were no adverse events or injuries reported due to thermal event.